Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. Internal reference complaint: (B)(4).

Event description:
It was reported a physician completed a novasure endometrial ablation on (B)(6) 2016 and "subsequently performed a laparoscopy for tubal sterilization. The uterine fundus was notable for bilateral areas of circumferential blanching on the serosa, just medial to each cornual region. She was uncertain if there was an associated perforation within the blanching though both areas had a central focus of cauterization. The bowel was inspected and there were no thermal injuries or perforations identified. The patient was discharged home after the procedure and has not required further intervention".

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).